Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during an anterior repair with plication, transobturator vaginal sling prolene mesh, and cystoscopy procedure performed on (B)(6) 2013 for the treatment of cystocele and stress incontinence. The ureteral orifices appeared to be normal, and there was no sign of bladder injury or perforation. The procedure was well tolerated by the patient, who was then woken and brought to the recovery room in a stable condition. On (B)(6)2014, the patient underwent a vaginal exploration with partial sling excision and vaginal epithelium repair to address sling mesh exposure following anterior repair and sling insertion. A small portion of the sling that was exposed and not lying flat along the urethra was removed during the procedure, and what remained was nicely adherent to the undermined surfaces. The partial removal did not appear to have hindered the sling's function. Furthermore, the patient tolerated the procedure well and was woken and sent to the recovery room in good condition.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2013, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6) block h6: the following imdrf patient code capture the reportable event of: e2006 - mesh exposure. The following imdrf impact code capture the reportable event of: f1905 - partial sling excision.